Event description:
General report received of an unspecified number of undocumented incidents of delays in critical therapies following an alarm condition. On unspecified dates and times, the devices were programmed for unspecified IV fluids and the deliveries were started. No specific programming parameters were provided. The customer contact reported unspecified syringe pumps were also being used to deliver unspecified concentrations of epinephrine at rates between .008ml/hr to .01ml/hr. After unspecified lengths of time, the nurses reported the devices alarmed for air in line. It was reported that after the devices alarmed for air in line the nurses stopped the IV fluids deliveries. At that time, the nurse removed the air from the tubing set. It was reported that with the IV fluid deliveries stopped; the epinephrine was not being delivered. No specific details were provided. Although there was potential for serious injuries, the customer contact indicated there were no reported adverse pt effects. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The devices were not isolated or identified by serial number; therefore, they will not be returned for investigation. The devices were not returned to hospira for testing and investigation; therefore, attribution of the issue to the devices could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.